Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 12/31/2015 - exp. Date: 12/31/2016. (B)(4) - 1650de - MFR. Date: 12/31/2015 - exp. Date: 12/31/2016. (B)(4) - 1650de - MFR. Date: 12/31/2015 - exp. Date: 12/31/2016. (B)(4) - 1650de - MFR. Date: 12/31/2015 - exp. Date: 12/31/2016. (B)(4) - 1650de - MFR. Date: 12/31/2015 - exp. Date: 12/31/2016. (B)(4) - 1650de - MFR. Date: 12/31/2015 - exp. Date: 12/31/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient has experienced battery switching for "a long time." The switching occurred so often that the patient reported "being scared." The controller and six batteries were exchanged without consequence to the patient. No further information was provided.

Manufacturer narrative:
Serial: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). All batteries were evaluated by the manufacturer. Correction to MFR date: (B)(4) / MFR date: 12-18-2015, (B)(4) / MFR date: 12-11-2015, (B)(4) / MFR date: 12-22-2015, (B)(4) / MFR date: 12-1102015, (B)(4) / MFR date: 12-21-2015, (B)(4) / MFR date: 12-22-2015. (B)(4). It was reported that the patient was experiencing power switching events. The controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller, (B)(4) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Log file analysis also revealed a premature power switching event due to a communication error involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation, investigating momentary disconnection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.